Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set ¿failed¿. This occurred during an unspecified process step. There was no patient injury involvement. No additional information is available.

Manufacturer narrative:
Lot #: 17l20t681n. The device was manufactured december 2017. The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No signs of abnormality were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.